Event description:
Boston scientific received information that the patient with this pacing system experienced pain and redness at the pocket site. The patient was hospitalized and evidence of infectious material warranted the removal of the device and its electrodes due to the high risk of endocarditis. In addition, the patient has a history of mitral valve replacement with antibiotic treatment. The pacing system was removed and a new system may be implanted at a later date. No additional adverse patient effects were reported.

Manufacturer narrative:
The pacing system was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amened report submitted should further information be provided.